Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump has had an intermittent power issue since (B)(6) 2015. On (B)(6) 2015 due to severe pneumonia , lung infection, and esophageal infection, the patient was admitted with sepsis, in kidney failure and with diabetic ketoacidosis (dka), bg readings of 897 mg/dl. Patient was put on life support and was ventilator dependent for 12 days. Patient was discharged on (B)(6) 2015, and is receiving outpatient therapies. Reporter states there is no damage to battery compartment or cap, and that the o-ring is not visible. This complaint is being reported as the patient experienced dka and the alleged power issue was not resolved.